Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of fungal infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported they were injected in both cheeks and nasolabial folds with one syringe of juvéderm ultra plus xc. The next day, patient acquired a non device related sinus infection and swelling on their cheeks. The patient was treated throughout the next 4 months by their family physician with 6 different antibiotics as well as a CT scan which showed it was a (non-device related) ¿fungal infection.¿ healthcare professional later reported that the patient never informed their office of any adverse event and believes these symptoms are non-device related.